Manufacturer narrative:
Additional information: it was reported that the event was due to severe tortuous lesions and vascular calcification, and has nothing to do with product quality. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient presented with a myocardial infarction and underwent an interventional stenting procedure using a resolute rx coronary drug eluting stent. Stenosis was noted to be severe. It was reported that it was difficult for the stent to enter the lesion during stent implantation and stent dislodgement occurred. The dislodged stent was removed from the patient. The procedure was successfully completed using another stent. Serious injury was reported for the patient.